Event description:
An implantable pulse generator (ipg) system and implantable pacing lead were returned from a hospital system with no information. Information in the manufacturer's database indicated the patient died approximately 10 months post implant of the ipg system. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID 5054-58, implanted: (B)(6) 2000. (B)(4).